Event description:
Olympus was notified the telescope had a cloudy screen, and the user could not see. This occurred during an unspecified event. There was no report of patient harm. The device was returned for inspection and the cloudy image was confirmed due to broken components on the eyepiece. This report is being submitted for the malfunction found at estimation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed and caused by the broken components. In addition, the following non-reportable malfunctions were found during the device evaluation: internal lens damage, outer tube bending, foreign material inside the cover glass, and deposits on the cover glass at the tip. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide the investigation results for the reported device/phenomenon. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. Based on the physical evaluation results, the cause of the broken or loose components on the eyepiece unit are potentially due to user error, improper handling and application of excessive force. Olympus will continue to monitor the field performance for this device.